Event description:
Boston scientific received information that the patient implanted with this pacemaker complained of syncope. A holter monitor demonstrated a loss of capture with the non-boston scientific right ventricular (rv) lead. As a result the physician elected to replace the whole system. No further patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted both setscrews moved freely in both directions and the header passed pin gage testing. The device was then exposed to simulated heart load conditions, and the pacing, sensing, and recording functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings.